Event description:
It was reported that post-op the patient developed a cns deficit and hemodynamic instability. Air was noted in the right ventricle. Air was noted in the right ventricle with each inspiration. An air embolism was suspected from the obturator through the hemostasis valve. The pt expired, and a post mortem is being performed.